Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed to work. The technical support specialist (tss) had dialed into the device, uninstalled the driver, and reinstalled it to resolve the issue. After completing the fix, the tss had contacted the customer to test the device. The customer had performed the test and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyword was not working. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.